Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. P-cap locked in place properly during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case, label damage (stained), partially broken retainer, missing o-ring (reservoir tube) and broken reservoir tube lip. In conclusion, customer concern for cosmetic damage location was not specified, however, other cosmetic damage confirmed where cracked keypad overlay and scratched case were noted. Retainer ring damage confirmed due to partial broken retainer ring. Unable to confirm battery cap damage due to not receiving original battery cap during analysis. Unable to verify high bgs. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.